Event description:
Information reviewed 5/16/2006 and now considered a reportable complaint - logged for trending only. Anecdotal report picked up from a palliative drug forum website on the internet. No further information available from reporter, "ms26 (unk). In our hospice inpatient unit this week, we had a disturbing incident with a syringe driver. Clinical details: male pt with ca lung, previous pneumonectomy, recurrence on his chest wall causing escalating pain. On a fentanyl patch 150mcg/hr, but in view of his unstable pain supplemented by a syringe driver with 60mg diamorphine/24 hrs as a temporary measure while titrating his analgesia - a fairly modest dose in view of his high fentanyl dose. Renal function normal. One hour after a nurse had checked his driver, he was found with respiratory depression, myoclonic jerking and extreme drowsiness which was reversed with naloxone. The syringe was disconnected and almost empty, but the patient seemed unaware of what had happened. We think he may have dropped the unit on the floor, where it fell apart. He may then have swallowed the contents of the syringe in the way he normally takes his oral morphine concentrate, in a state of some confusion. I remember seeing a lockable box to reduce the risk of tampering - does anyone use them? Should we now be moving to safer systems anyway - editors note: we use lockable boxes".